Event description:
A (B)(6) y/o woman with t1dm diagnosed 10 years prior with use of various insulin pumps for 7 years presented in dka after switching to auto-mode on the minimed 670g pump. She had transitioned to this pump from her omnipod 4 weeks prior to presentation and 2 wks prior to presentation had switched to auto-mode. In additional to her insulin pump, she was taking empagliflozin 10mg daily and had been on an sglt-2 inhibitor for at least 1 year. She was previously on canagliflozin and was switched to empagliflozin 6 months prior to presentation. After switching to auto-mode, her basal insulin dose was reduced from 16 units to 11 units. Her total bolus insulin remained stable. On the day before presentation, she changed her set. Pump data review shows high microboluses/basal rates during the day and glucose ranging 150-225mg/dl. By the evening she had developed nausea, vomiting, abdominal pain and diarrhea. The pump did not alarm and until presentation to the ed her glucose remained <20mg/dl, noted through error data and corroborated with fsbs. She was treated for dka with resolution on an insulin drip. On removal of her infusion set, it was kinked. We are reporting in order to raise awareness of the increased risk of dka in pts on this pump with use of sglt-2 inhibitor as the glucose did not rise and the pump did not alarm despite the kinked set. Additionally, as mentioned her basal rates were reduced after switching to auto-mode and could have contributed to her progression to dka.